Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. The distal and defibrillation conductors were distorted. The helix could not be extended or retracted due to distal conductor distortion within the connector. Distal conductor had blood/body fluid (not obstructed); exposed defib coil with it substance; blood in/on helix/lobe mechanism and in/on helix/lobe mechanism (sleeve head). Apparent explant damage. The device is part of the advisory for this model.

Event description:
It was reported that the lead sensing value was low, and an x-ray showed that it had perforated the apex outside of the right ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.